Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the healthcare professional/reporter, a pharmacist, contacted lifescan to report the one touch vita meter was giving inaccurately high readings. On (B)(4) 2013 the technical service representative spoke with the patient to obtain and verify information. The patient reported that within a sealed box of four test strip vials, one vial's cap was broken. The patient chose to use this broken vial of test strips first out of the box. On (B)(6) 2013 at 6:50 am, the patient obtained the fasting blood glucose level of 249 mg/dl on the reported meter, which she claimed was inaccurately high compared to her expected values of 90 mg/dl to 100 mg/dl. Based on this reading, the patient took an increased dose of novorapid insulin 7.0 units instead of 4.0 units. The patient ate her usual breakfast afterwards. At noon, pre-lunch, the patient obtained the reading of 97 mg/dl using the same vial of test strips. The patient started to experience the symptoms of shaking and hunger. The patient tested her blood glucose level using another vial of test strips, and obtained a reading of 38 mg/dl. The patient administered self-treatment by eating rice and pasta; she did not seek any medical attention. If the test strip vial was broken, the test strips may have been compromised and contributed to inaccurate readings. The meter and test strips were replaced. The patient allegedly suffered symptoms and blood glucose levels suggesting severe hypoglycemia after taking an increased dose of insulin based on an elevated meter reading, and received self-treatment with food. Therefore this complaint is being reported.

Manufacturer narrative:
Follow-up # 1 (04/16/2013)-device evaluation: the test strips involved with this complaint has been returned and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the test strips failed testing. The test strip vial was exposed to moisture and during control solution testing an error 5 message was observed. The meter have also been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a follow up report will be submitted.

Manufacturer narrative:
(B)(4): the meter passed testing, no faults were found, and functioned properly.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.